Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leaking at the connection to IV catheter could not be verified due to the product not being returned for failure investigation. Device history record review for model mx4439 lot number 23079041 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension se t with needleless y-site(s) and stopcock was leaking. The following information was received by the initial reporter with the verbatim: IV tubing is leaking when connected from distal connection to IV catheter hub. Fluid leaking from connection site. This has happened 3 times now with 3 different extension tubing. Maxguard extension set with 2 needleless y-sites and 4-way stopcock ref: mx4439, lot: 23079041, exp: 2028-07-06.